Event description:
During a surgical procedure, an obtryx system halo ligature for attachment to sling broke. The physician was able to repair it with a #1 prolene and was able to finish the procedure.